Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was further described as a touch contamination. The patient was treated with cipro, gentamycin (doses, frequencies, and routes not reported) and unspecified oral and liquid antibiotics. Around the same time, the patient experienced a fungal infection and was treated with unspecified medication. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error reported to be a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.